Event description:
It was reported that the patient was asymptomatic and non-dependent. Upon interrogation, the pulse generator exhibited backup vvi mode. A software download was not recommended. It was noted the patient deceased on (B)(6); no additional information was reported.